Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23946. It was reported that an asymptomatic patient presented to an unrelated procedure when both right ventricular and atrial leads were found to be dislodged. Leads were attempted to be repositioned but the atrial helix would not extend and stylet would not advance through the right ventricular lead. Both leads were explanted and replaced instead. Patient was stable after the procedure.